Event description:
It was reported that there was error 113 (reduced water temperature control) other error codes to be checked. Per review of wo on 12jun2025, there was no patient involvement. Per follow up information received via mail on 12jun2025, device was sent in for a bd-approved facility for evaluation. Issue was not resolved. Per follow up information received via mail on 12jun2025, they did not have the list of the alarm, the check was done remotely with the field service engineer working for the 3rd party s-inter. The alarms from the photo sample were alarms 02 (low flow), 05 (water reservoir empty), 109 (esophageal probe recommended) and 07 (empty pads not complete). Per sample evaluation results received via task on (B)(6) 2025, it was reported that there was an issue with the water found inside the pressure sensor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the weak flow (alert 002) caused the alarm 113. Photo sample notes alarm 113 and alert 02. During the evaluation it was found that there was a defective circulation pump. During the evaluation it was found that there was a defective circulation pump. Circulation pump was replaced. Defective manifold harness. Water in pressure sensor, o-ring was off. Manifold harness was replaced. O-ring in the pressure sensor was placed in the right place. Functional verification test. Device passed all applicable testing. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, f, h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error 113 (reduced water temperature control) other error codes to be checked. Per review of wo on 12jun2025, there was no patient involvement. Per follow up information received via mail on 12jun2025, device was sent in for a bd-approved facility for evaluation. Issue was not resolved. Per follow up information received via mail on 12jun2025, they did not have the list of the alarm, the check was done remotely with the field service engineer working for the 3rd party s-inter. The alarms from the photo sample were alarms 02 (low flow), 05 (water reservoir empty), 109 (esophageal probe recommended) and 07 (empty pads not complete).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.